Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen 2000 mcg/ml at 1171.8 mcg/day (the lot number was unable to be obtained by the reporter) via an implanted pump. The indication for pump use was intractable spasticity and cva (stroke); the patient was 3 years post-stroke. On (B)(6) 2015, it was reported that the patient had been experiencing decreased efficacy for about 6-8 weeks with several daily dose increases. The patient had increased stiffness and associated pain. There was a possible issue with the catheter. A dye study was done on (B)(6) 2015 and was not successful as no fluid could be aspirated from the catheter access port (cap) using a cap kit. A roller study was done and was successful; the rollers turned at least 60 degrees in the one minute interval. The patient would be sent for an MRI. Surgical options for a catheter revision were discussed pending the findings of the MRI; surgical intervention was not planned. The issue was not resolved at the time of the report. The patient status was reported as ¿alive-no injury¿. The results of the MRI, the cause of the catheter issue, and the actions/interventions taken to resolve the event were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.